Event description:
It was reported the "patient returned to the infusion center for device off and it appeared only half of the infusion was complete". The device reported all 250 ml were infused. Patient stated the device never alarmed at home. Programming mode: continuous reservoir volume: 250 ml given: 250 ml air detector on/off: unknown upstream sensor on/off: unknown length of infusion: 46 hours: if cadd legacy plus what lock level: n/a configuration 100ml cassette, 250ml cassette, spike to bag: spike to bag. The administration set primed using gravity. Phaseal additional add-on pieces specifically cstd. (Equashield, on-guard, ICU) there is needless connector on the end of the IV line. No recent changes in process to new technicians.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).